Event description:
Additional information: it was reported that the patient was scheduled for a pump revision due to suspected over infusion. It was later reported that a rotor test was done and no pump performance anomalies were identified. A surgical intervention was performed for additional troubleshooting. It was found that the catheter had migrated. The catheter tip was repositioned from cisterna magna to c7 and the pump began infusing without any problems. It was reported that therapy was ongoing and adequate. The reported infusion problems were caused by dislocation of the intrathecal catheter.

Event description:
It was reported that the patient experienced an overdose with symptoms including: urinary retention, constipation, drowsiness, and dizziness. The last refill was noted on (B)(6) 2012 and there was no change in daily dose or concentration. It was indicated when the health care provider (hcp) attempted to empty the pump, she could only extract 17.4 ml of morphine but expected 19.7 ml. It was noted that the pump was stopped and that the patient was hospitalized. The following day, the patient was "feeling better" but had some "small withdrawal symptoms". The hcp decided to restart the pump with a morphine dose of 0.4 mg/day, however, it was unclear if this dose was correct or not. It was indicated one hour later that the patient again experienced overdose symptoms. However, according to the pumps interrogation, it was confirmed that "almost no drug" had been administered during that hour. The hcp had again stopped the pump and administered oral medications to the patient for pain (oxycontin 20 mg every 12 hours). It was noted a few days later that the hcp emptied the pump and refilled it with normal saline with no preservatives used. It was indicated that the pump was restarted and the patient had continued with the oral medication. It was reported that no other trouble-shooting was done at that time. In addition, it was noted that morphine 2% was used and the daily dose was 0.75 mg/ml. It was indicated that the patient went home and was stable and "doing fine". It was noted that the patient was expected to have further trouble-shooting and testing done. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).